Event description:
An engineering tech reported that the laser was not working and the equipment froze during a vitreoretinal procedure, a standalone laser was utilized to complete the case without pt harm.

Manufacturer narrative:
The company rep examined the system and replaced the interface breakout pcb (printed circuit broad) assembly. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).